Event description:
A vns patient reported hoarseness following initial implant of the vns therapy system. The patient was referred to an ent by her treating physician for further evaluation. Follow up with the ent revealed that the patient's left vocal cord is paralyzed. The ent believes that during the implant surgery, the nerve was stretched and transected such that a high vagal lesion occurred. He believes the cause of the lesion is likely related to the surgeon's operative technique used during implant. Despite the paralyzed left vocal cord, the ent expects to perform surgery to correct the sound of the patient's voice.

Manufacturer narrative:
Vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation.